Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) that the cardiosave intra-aortic balloon pump (iabp) had a broken hinge covers and damaged fiber optic connector. There was no patient involved.

Manufacturer narrative:
The getinge field service engineer (fse) that encountered the reported issue during the preventative maintenance (pm) replaced the damaged hinge covers, display hinges, fiber optic sensor extension cable, helium tank valve knob to fix the issue and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The pm was completed and the iabp was then released and cleared for clinical service.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a broken hinge covers and damaged fiber optic connector.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h10, h11. Corrected fields: h6(type of investigation). It was reported that the cardiosave intra-aortic ballon pump (iabp) had broken display hinge covers. A getinge field service engineer (fse) inspected the unit and confirmed that the display hinge covers were damaged while completing the visual inspection portion of the preventative maintenance (pm). Fse replaced damaged hinge cover and while replacing hinge cover fse identified display hinges also damaged. Fse replaced the right and left display hinges . There was no patient involvement.